Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation following a fall. Diagnostics revealed high impedances on several contacts on the paddle lead. Programming was attempted, but was unable to restore full therapy. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received confirmed the lead was replaced to address this issue.